Manufacturer narrative:
Pump received with no button response due to corroded keypad traces. No button error alarm noted. No unexpected numbers ramping/scrolling on their own noted. Pump received with cracked case at display window corner, minor scratched display window. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump's keypad was unresponsive and numbers were scrolling on the screen. The customer stated that the device may have been exposed to sweat. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.